Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call they had a prime rewind anomaly. Customer's blood glucose was 266 mg/dl. Customer reported experiencing dry mouth from their blood glucose. The customer stated, they were stuck in a rewind complete/bolus delivery loop. The customer stated numbers appeared on the screen during troubleshooting. Customer also reported their physician made changes to their settings the day prior. Troubleshooting also found the insulin pump failed a high pressure test. The customer also found the cannula was bent and not properly inserted into their body during troubleshooting. Customer agreed to return the insulin pump for analysis.